Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's functionality testing it was found that a spectrum pump failed the flow rate accuracy test by more than 10%. There was no pt involvement.